Event description:
On february 21, 2023, fujifilm healthcare americas corporation became aware of an event involving oasis 1.2t open MRI system. It was reported that during an MRI scan of the spine, the patient's abdomen came in contact with the device causing a red blister to develop in the affected area. The patient administered self-care for the wound and no additional treatment was required. There is no death associated with the event.